Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 257 mg/dl while using the ilet and also took a subcutaneous dose of fast-acting insulin via pen; the user reported no hyperglycemia symptoms and had changed infusion supplies two days prior. Symptoms included no reported clinical manifestations. Outcomes included self-management at home without alerts, alarms, or hospitalization. Investigation included troubleshooting and education, including recommendations to perform a full supply change or observe for 90 minutes, and to disconnect from the ilet for two hours after taking fast-acting insulin by pen before reconnecting. Investigation of this case revealed an unclear cause for the hyperglycemia, with no device alarms reported and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.